Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6)2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that the gantry was unable to move vertically. The reported issue occurred during a spinal fusion. The patient table was moved into the gantry rather than moving the gantry. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.